Event description:
Device issue: failure to deploy-thumb advancer, exchange sheath splitting did not occur as expected. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath did not split correctly. The safety release was activated releasing the device from the tissue tract. Manual compression and a c-clamp were applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.